Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure; fluoroscopic image and complex morphology on the electrograms revealed that the patient had pneumothorax. The right atrial lead was removed. There were no patient complications.